Event description:
The pt was symptomatic for last month with no alarm occurring, therefore, underwent a pump replacement. The pt's symptoms included: rebound spasticity, increased spasms with increased pain related to spasms. Prior to re-connecting the new pump, verified csf (cerebrospinal fluid) was unsuccessful thru the catheter and cap (catheter access port). After several attempts, the doctor tried to force saline thru the catheter which demanded a lot of strength, but finally forced a few cc's through. A dye study was performed and the dye caused small bubble in catheter about 10 centimeters from the pump connection. More dye was pushed thru and the "bubble burst". The catheter was noted to be leaking. A small revision was done by the pump pocket only; attempting to slice/re-connect working piece of catheter. The entire catheter was not revised because: the hcp did not have pt's consent; the pt had large decubitus on sacral and labial regions; the pt was positioned on back, not laterally. The drugs being administered via the pump were compounded baclofen 400 mcg, mixed with morphine 11.4 mg and clonidine 50 mcg; daily dose was 125 mcg. A full catheter revision would have been ideal with this pump replacement. However, due to the above mentioned reasons, no further surgeries to revise the catheter will be done at this time. It was uncertain if this revision would fix issue. The pt's outcome was unk.

Manufacturer narrative:
(B) (4).